Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had backup battery and spine cable issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medes 11west had a backup battery and aux spine cable issue. A field service engineer powered down and checked the bus cables, then rebooted the system. An unexpected data loss occurred and replaced the retractor bands on aux 2 and main 4-2, then rebooted the system. The field service engineer called tech support, and a script was run to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.